Manufacturer narrative:
Age at time of event: 18 years or older. The returned complaint device consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that the balloon has a pinhole 79mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 05 apr 2019. It was reported that a balloon failed to inflate. A percutaneous coronary intervention was being performed on a 60% stenosed, severely calcified and mildly tortuous lesion. The 2mm x 100mm x 150cm coyote balloon was positioned at the lesion and inflated but lost pressure at 3-4 atmospheres. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed a pin hole.